Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier sids:(B)(6). This report is being filed on an international product, list number 06p01-55 that has a similar product distributed in the us, list number 06p01-60.

Event description:
The customer reported a false repeat reactive alinity s hiv ag/ab combo result on a donor. Results provided: (B)(6) 2022 sid (B)(6) 5 / 5. / 7.27 s/co; new sample on (B)(6) 2022 sid (B)(6) = 124.07 s/co; new sample on (B)(6) 2022 sid (B)(6) on another alinity = 216.74; all samples are inno-lia and pcr negative. No impact to donor management was reported.

Manufacturer narrative:
The evaluation of complaint data for the product and likely cause alinity s hiv ag/ab combo reagent lot 34351be00 identified normal complaint activity. Field data review showed that the repeat reactive rate observed for the complaint lot in blood banks meets the specificity performance claim of the package insert. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. No customer returns were requested for evaluation. Field data/instrument logs are sufficient to determine if product is performing as intended; therefore, customer returns will not be requested at this time. The performance of the likely cause lot was investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lot. This review did not identify any non-conformances, potential non-conformances or deviations. A review of labeling concluded that the issue is sufficiently addressed. No systemic issue or product deficiency was identified.